Manufacturer narrative:
Philips service replaced the foot switch cv 3p 4m. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the foot switch was defective on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.